Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was defective during initial procedure. Additional information was received that the anterior chamber and capsular bag were filled with viscoelastic and a 23.0 diopter lens was inserted into the lens. Upon insertion, the trailing haptic was noted to be sheared off from the optic, therefore the decision was made to explant the lens. Additional viscoelastic was placed into the capsular bag and in the anterior chamber. The lens was removed from the eye using the "twist and out" technique using noncompany forceps and noncompany spatula to protect the endothelium. A new same company same diopter lens was inserted into the posterior chamber capsular bag and rotated into position using the noncompany hook.